Event description:
The customer stated that his normal control test results were high. He rec'd a control test result of 170 mg/dl. While troubleshooting, the customer performed more control testing and rec'd a result of 162 mg/dl. The normal range is 87-121 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.